Event description:
It was reported that the atb35b was used during a video assisted thoracic surgery procedure. It was reported by the affiliate that on the third firing the instrument could not open after firing. The surgeon could remove the instruments to use another stapler. There was no consequence to the pt.

Manufacturer narrative:
H6; damaged closure ring tab the analysis results confirmed that the instrument was returned non-functional. The instrument was examined and found to have a damaged closing mechanism. While no conclusion could be reached as to how this damage occurred, the appropriate engineering personnel have been notified and we have documented the reported circumstances and analysis results. Due to the damaged closing mechanism the instrument may become difficult to release from tissue.